Manufacturer narrative:
G4: 20jul2020, b4: 01sep2020. The fse confirmed and duplicated the reported issue. The philips international service engineer (fse) replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The customer returned 3rd generation v200 power supply. Visual inspection of this power supply did not reveal any signs of damage or contamination. This power supply will be installed into the fi test ventilator in an attempt to duplicate the reported issue of back up battery failing with no charge. The fi technician tested the power supply and no failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The customer reported a ventilator in which the backup battery was not charging. There was no patient involvement.